Manufacturer narrative:
The manufacturer did not receive devices for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted an alloclassic, sl stem, offset, uncemented, 7, taper 12/14 on (B)(6) 2013. The patient underwent a revision surgery due to infection, cup loosening and screw breakage on (B)(6) 2016.

Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend identified. Event description: it was reported that the 83 years old patient had allofit cup - alpha insert, implanted on (B)(6) 2013. Later on presented with infection and underwent a revision surgery due to cup loosening. Screw breakage was also reported. Review of received data: picture of the explanted pe liner, metallic shell, metallic head, 3 whole screws and 1 broken screw was received. The rest of the broken screw is not taking place in the picture. Other components are covered with blood and cannot be analysed. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Sterilization certificates were reviewed and were found to conform to the sterilization specifications. Root cause analysis: root cause determination using dfmea: release of pe particles, aseptic loosening, osteolysis due to pe wear due to insufficient connection strenght between shell and alpha insters possible: products were not returned for the investigation, therefore cannot be excluded. Release of pe particles, aseptic loosening, osteolysis due to pe wear due to motion between inserts and polar plug possible: products were not returned for the investigation, therefore cannot be excluded. Release of pe particles, aseptic loosening, osteolysis due to pe wear due to motion between inserts and screw plug possible: products were not returned for the investigation, therefore cannot be excluded. Migration, aseptic loosening due to insufficient primary stability due to design => not possible: a systematic issue with design and/or material properties would have been detected as part of a trend review defined in complaint registration, systematic assessment defined in complaint investigation or in the current pms process. Migration, aseptic loosening due to insufficient secondary stability due to surface structure not possible: a systematic issue with design and/or material properties would have been detected as part of a trend review defined in complaint registration, systematic assessment defined in complaint investigation or in the current pms process. Aseptic loosening due to insufficient connection between bone screw and shell => not possible: a systematic issue with design and/or material properties would have been detected as part of a trend review defined in complaint registration, systematic assessment defined in complaint investigation or in the current pms process. Migration of shell long term aseptic loosening due to insufficient secondary stability due to design not possible: a systematic issue with design and/or material properties would have been detected as part of a trend review defined in complaint registration, systematic assessment defined in complaint investigation or in the current pms process. Fracture/ damage/ loosening of the shell, liner and bone screw due to wrong behaviour of the patient possible: no information regarding the patient activity is known, therefore cannot be excluded. Infection due to unsterile implant due to packaging failure not possible: packaging specifications for allofit alloclassic / allofit alloclassic, pole hole plug, screw hole plug (sterile), certifies the packaging of the implant. Infection due to failure of sterilisation procedure due to supplier process not possible: sterilization specification for allofit alloclassic / allofit alloclassic s, pole hole plug, screw hole plug (sterile) certifies the sterilization procedure. Migration, aseptic loosening due to wrong size of shell, operation technique and use of instruments possible: no surgical report was received, therefore cannot be excluded. Infection due to re-use of single use components possible: it is not known whether the implants were reused, therefore cannot be excluded. Increased wear, loosening or fracture of components due to patient with high body weight possible: patient bmi is not known, therefore cannot be excluded. Conclusion summary: neither x-rays, operative notes, office visit notes, nor the explanted implants were received. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Additionally, sterilization specifications of the devices certify the suitability of sterilization. The sterilization certificates of the affected lots have been reviewed and were found to be according to specification. Therefore, it can be excluded that an unsterile device caused the infection. Moreover, no trend on infection has been observed for this product family. Therefore, it is highly unlikely that a disadvantageous product design favored or contributed to the infection. However, the IFU for endoprosthesis states that ¿early or late infections¿ are ¿possible consequences of an implant¿ and should be considered when implanting zimmer biomet devices. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4). The following reports are associated with this event: 0009613350-2016-01504-2 allofit alloclassic shell. 0009613350-2016-01505-3 durasul alpha insert. Alloclassic sl stem.

Event description:
It was reported that the patient had a revision surgery approximately three years post implantation due to infection, cup loosening. And screwbreakage. Furthermore approximately 16 months after first revision surgery patient underwent second revision surgery due to recurrent infection. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend considering the following event is identified: aseptic loosening / infection. Event summary: it was reported that the 83 years old patient had allofit cup - alpha insert, implanted on (B)(6) 2013. Later on presented with infection and underwent a revision surgery due to cup loosening. Screw breakage was also reported. Review of received data: - picture of the explanted pe liner, metallic shell, metallic head, 2 whole screws and 1 big broken screw was received. Components are covered with blood and cannot be analysed further. One ap view x-ray left hip undated is received. Left tha with fixation of cup by 3 screws is visible. Subcutaneous emphysema and surgical skin staples consistent with recent surgery. Slight varus positioning of the femoral stem. No radiolucency along the acetabular cup or femoral stem to suggest loosening. Components look intact. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation - the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was not approved by zimmer biomet. - sterilization certificates allofit shell, alloclassic sl stem and durasul alpha insert were reviewed and were found to conform to the sterilization specifications. Root cause determination using rmw: - bone necrosis, aseptic loosening. Potential soft tissue damage due to magnetic resonance related damage or effects - heat, motion, image artifacts not possible -> risk assessment of clinical magnetic resonance imaging of patients with hip replacement, cover this risk. - bone necrosis, aseptic loosening. Potential soft tissue damage due to radio frequency heating related damage not possible -> risk assessment of clinical magnetic resonance imaging of patients with hip replacement, and IFU cover this risk. - aseptic loosening due to insufficient primary stability due to design not possible -> a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - aseptic loosening due to insufficient secondary stability due to design not possible -> a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - aseptic loosening, fracture of shell due to incorrect distribution of load due to design not possible -> a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - aseptic loosening, osteolysis due to pe wear due to motion between shell and insert => possible, product is not returned for the investigation, therefore cannot be excluded. - aseptic loosening, osteolysis due to pe wear due to motion between polar plug and insert => possible, product is not returned for the investigation, therefore cannot be excluded. - aseptic loosening, osteolysis due to pe wear due to motion between screw bore plug and insert => possible, product is not returned for the investigation, therefore cannot be excluded. - : aseptic loosening, pain, fracture of implant due to insufficient fatigue strength of component material and design not possible -> complaint data analysis cover that risk. - aseptic loosening, metallosis, soft tissue damage due to metal particle wear due to micro motion between shell and polar plug => possible, product is not returned for the investigation, therefore cannot be excluded. - aseptic loosening, metallosis, soft tissue damage due to metal particle wear due to micro motion between shell and screw plug => possible, product is not returned for the investigation, therefore cannot be excluded. - aseptic loosening, metallosis, soft tissue damage due to metal particle wear due to micro motion between shell and bone screw head => possible, product is not returned for the investigation, therefore cannot be excluded. - aseptic loosening, metallosis, soft tissue damage due to particle wear due c-o-c articulation (clearance) => possible, product is not returned for the investigation, therefore cannot be excluded. - aseptic loosening, metallosis, soft tissue damage due to metal particle wear due to m-o-m articulation (clearance) => possible, product is not returned for the investigation, therefore cannot be excluded. - non-sterile device is implanted due to cleaning process failure not possible -> biocompatibility specification (shells, plug), washing process (shells, plug), cleaning process validation and cleaning process monitoring. Use of manufacturing materials certify the cleaning process suitability. - non-sterile device is implanted due to sterilization process failure at supplier not possible -> sterilization ceritificate conforms to the sterilization specification. - non-sterile device is implanted due to contaminated device due to packaging failure not possible -> the device manufacturing quality records indicate that the released components met all requirements to perform as intended. - implant dislocation / loosening / breakage / impingement due to incorrect position regarding cup inclination and anteversion not possible -> no problems were observed in the provided x-ray regarding the position. - implant dislocation / loosening due to incorrect screw bore direction => possible, product is not returned for the investigation, therefore cannot be excluded. - implant dislocation / loosening due to incorrect screw insertion => possible, cannot pe proved, therefore cannot be excluded. - implant dislocation / loosening due to lack of insertion force => possible, cannot pe proved, therefore cannot be excluded. - implant dislocation / loosening due to lack of adequate insertion force => possible, cannot pe proved, therefore cannot be excluded. - implant dislocaton / loosening due to incorrect inserted and/or incorrect fix components => possible, cannot pe proved, therefore cannot be excluded. - implant dislocation / loosening due to inappropriate information on packaging label or not legible packaging label leads to incorrect/offlabel use of implant. Not possible -> surgical technique allofit alloclassic shell, IFU (section indications, warnings) cover that risk. - aseptic loosening of cup due to laser marking/engraving not readable in normal lighting conditions leads to use of wrong implant not possible -> the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Root cause determination using rmw: - non-sterile device is implanted due to cleaning process failure not possible -> biocompatibility specification, washing process, worst case assessment, cleaning process validation, cleaning process monitoring cover that risk. - non-sterile device is implanted due to sterilization process failure at supplier not possible -> sterilization ceritificate conforms to the sterilization specification. - non-sterile device is implanted due to contaminated device due to packaging failure not possible -> the device manufacturing quality records indicate that the released components met all requirements to perform as intended. - non-sterile device is implanted due to inadequate transport/handling/storage condition => possible, handling of the device is out of zimmer biomet control. - non-sterile device is implanted due to implant is falling to floor during handling in or => possible, cannot pe proved, therefore cannot be excluded. - non-sterile device is implanted due to explanted implant is used for new implantation surgery => possible, cannot pe proved, therefore cannot be excluded. Root cause determination using rmw: - biological contaminated device is implanted due to cleaning process failure not possible -> biocompatibility specification covers that risk. - biological contaminated device is implanted due to sterilization process failure not possible -> sterilization ceritificate conforms to the sterilization specification. - biological contaminated device is implanted due to contaminated device due to packaging failure not possible -> the device manufacturing quality records indicate that the released components met all requirements to perform as intended. - biological contaminated device is implanted due to inadequate transport/handling/storage condition => possible, handling of the device is out of zimmer biomet control. - biological contaminated device is implanted due to inadequate sterilzation procedure not possible -> IFU (chapter: warnings, sterility and sterilization instructions) explains the correct procedure. - chemical contaminated device is implanted due to inadequate cleaning procedure not possible -> IFU (chapter: warnings, sterility and sterilization instructions) explains the correct procedure. - biological contaminated device is implanted due to explanted implant is used for new implantation surgery => possible, cannot peproved, therefore cannot be excluded. Conclusion summary according the event, patient underwent a revision surgery due to infection, cup loosening. And screw breakage after 3 years 3 months in-vivo time. Provided x-ray did not reveal any abnormalities regarding the devices. Photo of explanted items revelaed the failure of the screw. No other damages were observed. Review of the device history records for the products did not identify any deviations or anomalies related to the reported event. Sterilization specification of the devices certify the suitability of sterilization. Sterilization certificates are reviewed. The sterilization certificates confirm that the products were sterilized according to the specifications. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is not suspected that the product caused or contributed to any patient infection. Therefore, it can be excluded that an unsterile device caused the infection. However, the IFU for endoprosthesis states that early or late infections are possible consequences of an implant and should be considered when implanting zimmer biomet devices. Nevertheless, possible causes of the infection include contamination of the product during op, damage of the packaging during transportation, resterilization of the device and reuse of the device which is only intended for single use. Loosening of the cup could be due to wear of metal or pe due to motion between the components, however, since the products were not received it is not possible comment further on that. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to initial event describtion.

Manufacturer narrative:
Trend analysis: no trend identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it was reported that the 83 years old patient had allofit cup - alpha insert, implanted on (B)(6) 2013. Later on presented with infection and underwent a revision surgery due to cup loosening. Screw breakage was also reported. Review of received data: - picture of the explanted pe liner, metallic shell, metallic head, 3 whole screws and 1 broken screw was received. The rest of the broken screw is not taking place in the picture. Other components are covered with blood and cannot be analysed. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: - the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. - sterilization certificates were reviewed and were found to conform to the sterilization specifications. Conclusion summary: neither x-rays, operative notes, office visit notes, nor the explanted implants were received. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Additionally, sterilization specifications of the devices certify the suitability of sterilization. The sterilization certificates of the affected lots have been reviewed and were found to be according to specification. Therefore, it can be excluded that an unsterile device caused the infection. Moreover, no trend on infection has been observed for this product family. Therefore, it is highly unlikely that a disadvantageous product design favored or contributed to the infection. However, the IFU for endoprosthesis states that ¿early or late infections¿ are ¿possible consequences of an implant¿ and should be considered when implanting zimmer biomet devices. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for further corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer reference number of this file is (B)(4).